Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to symptoms and meter error messages. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-5 and unknown). The customer feels well and did not report any symptoms. Customer stated she had a diabetic episode and had been receiving a lot of errors, so she had called the paramedics; while waiting for them to arrive, she had tested and had been able to obtain a result of 50 mg/dl (undisclosed whether fasting or non-fasting). Customer stated that she could barely walk, was dizzy, sweaty and shaky. Customer stated that she drank a soda pop, had tested and her blood glucose was 70 mg/dl. Customer stated when paramedics arrived, they had performed a test, and her blood glucose was 130 mg/dl. Customer stated she was shaking so much that the paramedics had to wait until her symptoms calmed down. Per customer the paramedics had performed another test, and her blood glucose had been 158 mg/dl, and her symptoms had started to improve. Customer stated she had another episode the next day, but that she had resolved it on her own and did not seek medical attention; per customer her blood glucose had dropped to 40 mg/dl, and she was able to get up to 68 mg/dl with a soda pop. Customer stated she saw her endocrinologist yesterday for a follow up appointment, and per customer no changes had been made to her medical treatment plan. During the call, a back-to-back blood test was not performed by the customer. Customer had discarded the vial of test strips and was unable to provide lot information.